Manufacturer narrative:
The device was returned to a resmed service center and an evaluation was performed. The evaluation determined that the error message (sf133) and device failure to complete its internal self-test was due water damage of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) and failed to complete its internal self test. There was no patient injury reported as a result of this incident.